Event description:
During the laparoscopic appendectomy procedure, the doctor was in the process of firing the endoscopic linear cutter and the blade cut the artery. However, the reload fell off into the patient's abdomen. This resulted in bleeding. A suction irrigation was opened and the patient's abdomen was washed out with 0.9% nacl. Hemostasis was achieved by using a 5 mm clip applier. The loose reload was retrieved with a long carmalt. Otherwise, the procedure continued as usual without further incident. It is unknown whether the event was caused by a device failure or human factors. The surgical technician who loaded the cartridge into the stapler had successfully loaded two prior to this one not working correctly. The device manufacturer has been notified. The plan is to return the stapler for an evaluation. The sales representative has also offered to conduct follow up with doctors, inserving to staff on the stapler, attend scheduled cases. Surgical leadership will follow up with the sales representative.